Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer became aware that a user of the dreamstation 2 advanced auto CPAP had states allegation of nose irritation, skin irritation, cancer and lung. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.